Event description:
Information received by medtronic indicated that the customer received a pump error 53 and pump error 4 alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer was able to clear the alarm successfully, the pump rewind was completed but the customer did a self-test on the pump and it was not passed. The customer will continue using the pump. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states